Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that they were at a case to replace the ins. Prior to the case they were unable to interrogate the ins because it was depleted. During the case they connect a new ins to the existing leads and the connectivity check showed a red x indicator for each electrode. They connected the leads to a wireless external neurostimulator (wens) and got the same result with the connectivity test. They ran a full impedance test when the leads were connected to the wens and they got red x indicators for each electrode and all of the impedance values that they saw were 40000ohms. The issue was not resolved through troubleshooting. Troubleshooting reviewed information about impedances. The caller indicated that they were going to try to get an xray of the lead, the caller will follow-up with the doctor. Additional information received from the manufacturer representative reported that the cause of the high impedance was unknown. The patient was interrogated again at a post op appointment and still had the same issue. The doctor was referring the patient to a neurosurgeon for a paddle lead placement.